Manufacturer narrative:
Additional information received indicates that the initial procedure occurred on (B)(6) 2011.

Event description:
Patient reported to have undergone partial knee arthroplasty in (B)(6) 2011. Patient further alleges discomfort and swelling of the knee. There has been no reported revision procedure and patient stated there is no infection. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Patient reported to have undergone partial knee arthroplasty on (B)(6) 2011. Patient further alleges discomfort and swelling of the knee. There has been no reported revision procedure and patient stated there is no infection. No further information has been provided to date.

Manufacturer narrative:
Medical records were provided and contained product identification. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.